Manufacturer narrative:
The customer reported that the ventilator was down and was unable to be used during preventative maintenance (pm). The device was evaluated by the customer and philips remote service engineer (rse). The reported issue was confirmed by the customer. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The customer replaced the battery, however, following the battery replacement the device was would still not charge. After replacing the power management board, the unit began charging. Full functionality was confirmed. No other anomalies were reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported that a back up battery went bad on a ventilator. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.